Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the nurse noticed that a 12.1mm, vticmo12.1,-12.5/+1.5/132 (sphere/cylinder/axis), implantable collamer lens was torn when she opened the lens vial. The lens was not used. In the reporter opinion the cause of this event was unknown.

Manufacturer narrative:
H3 - device evalaution: lens was in liquid in a vial. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).